Manufacturer narrative:
The returned device was evaluated and the investigation found back outer shell cracked and a hole in the extended portion of the soft cannula. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
A patient¿s blood glucose reached 392 mg/dl while wearing the pod longer than 48 hours on the leg. Adhesive was secure and no abnormalities were noted with the activation process, including needle mechanism deployment. Additionally, cannula was reported as "normal" with no bends or kinks. As treatment, pod was removed and a bolus of insulin was delivered. Upon receiving the device, an investigation was performed and a damaged cannula was identified.